Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas device was returned for evaluation. Upon visual inspection, no kinks noted to the catheter shaft, no anomalies to the luers, bifurcate or glue fillet. The balloon was noted to have peeled pebax at the distal tip of the balloon. An in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the distal tip of the balloon. The balloon fibers were stripped and under microscopic examination a longitudinal rupture was noted at the distal tip of the balloon. No other functional testing performed. One video was received and reviewed. The video shows the medical professional having an atlas balloon in hand. The water is seen streaming outside the balloon through the tip and bubbling up. Therefore, the investigation is confirmed for the reported balloon rupture as a longitudinal rupture was noted to the balloon. Additionally, the investigation is confirmed for the identified peeled pebax since peeled pebax was noted to the distal end of the balloon. A definitive root cause for the alleged balloon rupture and identified peeled pebax could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (dqy; lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly leaked from tip at 16 atm. The procedure was completed using another device. There was no reported patient injury.